Event description:
The customer reported that the device displayed "speaker malfunction" message and was unsure if there was sound. The device was not in use on a patient at the time of event and there was no adverse event reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the device displayed "speaker malfunction" message and was unsure if there was sound. The device was not in use on a patient at the time of event and there was no adverse event reported. The device was received at a philips authorized repair facility for evaluation. Evaluation of the device determined that the speaker produced audible sound. The reported problem was not confirmed a philips field service engineer (fse) went to the customer site and replaced the mx40. No further investigation or action is warranted at this time.